Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen separated from the device, rendering the pump unusable; a replacement ilet was arranged with instructions provided to shut down the device and return the original, and the patient was advised to complete start up on the replacement and continue cgm monitoring with dexcom g7 as needed. Symptoms included no adverse health effects and no changes in blood glucose. Outcomes included device replacement and continued therapy planning without interruption to glucose monitoring. Investigation included complaint intake, device shutdown guidance, and return logistics for further assessment. Investigation of this case revealed a hardware screen-bezel separation that impaired usability, consistent with a device mechanical integrity issue affecting the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to screen assembly.